Event description:
It was reported by the sales rep that the customer reported a pt experienced a pad burn located at the thigh (unk if 1st, 2nd, or 3rd degree). This was revealed during the pt's post-op appointment. The conmed return pad was used in the procedure. Valley lab pads were recommended per the instructions for use. Sales rep. Was not present during the procedure but stated the pt may have been moved once the return pad was placed on the thigh. No other info is available at this time.